Manufacturer narrative:
Event took place in (B)(6) and has not been reported to german health authorities. This case in particular is considered as closed. Individual cases were reported earlier bu had different root causes not affecting the patient or prior to use. Since there are additional complaints/ there is additional feedback this has been identified to be reportable to FDA. Therefore a summarizing analysis has been conducted. The incident/ the device group is under monitoring and continuing trend analysis.

Event description:
Internal report-number: (B)(4). User's narrative (tentative summarizing translation from (B)(6): catheter dissolves from the bend protection, after placement and wound closure, out. Fuserpump fell due to carelessness of a scrub nurse in the operating room even on the floor, while the catheter broke from the bend protection. Patient was not harmed. The catheter was introduced into the clamping adapter with a lot of power and fixed with plaster. The anesthesia took responsibility for it and an effective pain management is / was doubted.